Event description:
During a retrospective review of complaints, the following had been reported: biomed reporting a pump problem. Pump was dropped off at biomed shop "not working" unfortunately, no date/time or what the issue is. An initial review of the device logs revealed the following: a false positive valve-actuation failure due to insufficient time for pneumatic pressures to equalize it is unknown if an active infusion was delayed. The device was not returned for investigation. The logs indicated a false positive valve-actuation failure due to insufficient time for pneumatic pressures to equalize, first noted during reliability life testing. This issue was resolved with the implementation of a sw release.